Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Analysis was unable to perform displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor and excessive no delivery test due to button error alarm. The insulin pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing high blood. The blood glucose at the time of the incident was 72 mg/dl. The customer states he is hyperglycemic and sweats profusely, when the blood sugar is high. The pump is now alarming button error, which may be due from moisture exposure. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.